Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301940 lot 1809339 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. In bd fraga, the film and the paper of the unit pack are sealed by pressure and temperature in the sealing die of the packaging machine (no adhesive is used). Both parameters are controlled by our operators and samples verified as part of in-process inspections in order to confirm absence of sealing defect in the product. There is a probability that the sealing test presented low values but within specifications during the manufacturing checking process, and the reported product presented poor package seal, due to some inappropriate transport of the product. Considering our in-coming and in-process inspection, no corrective actions are required at this time. We can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that the bd syringe¿ with needle had poor package seal integrity that was noticed when preparing to open it before use. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter, translated from chinese to english: "poor package seal integrity noticed when prepare to unwrapped the package defected product didn¿t use"

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe¿ with needle had poor package seal integrity that was noticed when preparing to open it before use. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter, translated from chinese to english: "poor package seal integrity noticed when prepare to unwrapped the package defected product didn¿t use".